Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Upon interrogation, noise on the atrial lead was noted. The noise was not reproducible. No intervention was performed. The patient will continue to be monitored.

Event description:
New information noted that patient presented in clinic and atrial lead noise has continued. No intervention was performed. Patient would be monitored.